Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for atrial fibrillation (af). Review of the stored episode also noted oversensing of noise post shock delivery that resulted in inhibition of post shock pacing. Technical services (ts) discussed that the device switches to alternate vector for sensing during post shock pacing and that the noise could be related to potential movement artifacts. Additionally, the device battery was noted to have decreased from 30 percent remaining to 6 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that this device was explanted and returned from an unknown source two months later with no additional information or specifics related to the explant procedure. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for atrial fibrillation (af). Review of the stored episode also noted oversensing of noise post shock delivery that resulted in inhibition of post shock pacing. Technical services (ts) discussed that the device switches to alternate vector for sensing during post shock pacing and that the noise could be related to potential movement artifacts. Additionally, the device battery was noted to have decreased from 30 percent remaining to 6 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that this device was explanted and returned from an unknown source two months later with no additional information or specifics related to the explant procedure. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for atrial fibrillation (af). Review of the stored episode also noted oversensing of noise post shock delivery that resulted in inhibition of post shock pacing. Technical services (ts) discussed that the device switches to alternate vector for sensing during post shock pacing and that the noise could be related to potential movement artifacts. Additionally, the device battery was noted to have decreased from 30 percent remaining to 6 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.